Event description:
It was reported that the external pulse generator (epg) had two broken buttons. It is expected that the epg will be returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the device had one knob missing and one knob came in a bag with the device. It was also noted that the display wire insulation was pinched but the wire insulation was not compromised, three encoder nuts were not torqued to specification, and three case screws were contaminated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).